Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-03979 for the other associated device information. It was reported to boston scientific corporation that an endostat ii electrosurgical unit and an active cord were used during a procedure. According to the complainant, during the procedure, the console had intermittent power output issues. The bipolar connector was noted to be loose or damaged. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).